Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) on (B)(6)2024, it was reported that the patient experienced infusion set not adhering enough long. Patient had to change it earlier than the 7 days expected. No further information was available.